Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy between the displayed fill estimate and the expected value. Reportedly, the customer used cold insulin. Tandem technical support educated the customer regarding room temperature insulin. Actual fill estimate was noted as 160 units after adjustment, within operational norms. Comprehensive guidance was provided, including a new cartridge installation and disconnecting for a preliminary insulin delivery check. Caller acknowledged advice, opted to monitor the situation, and follow up if needed. No adverse impact to the customer's blood glucose level was reported.